Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been receiving no delivery alarms with three different infusion sets today; the no delivery issue has been occuring over the past two weeks as well. The customer removed the current set and manually primed successfully. The patient's blood glucose has reached as high as 500 mg/dl, which he treated with a manual insulin injection. Troubleshooting was initiated for the no delivery alarm and the customer confirmed that the infusion set cannula was bent. The customer was unable to determine where the previous no delivery alarms came from since he had already disposed of those infusion sets. No products were returned or replaced.